Manufacturer narrative:
With the current information provided, no conclusion can be made. It is alleged the patient experienced infection and adhesions. Adhesions is a known inherent risk of hernia repair surgery and are identified in the adverse reactions section of the IFU as a known possible complication. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with no lot number provided a review of the manufacturing records could not be conducted. This file represents one of the two (2) composix lp devices, a second file was created to address the second composix lp device. No device returned for evaluation.

Event description:
As reported, on (B)(6) 2007, the patient underwent surgery for implant of two (2) bard/davol composix l/p mesh. It was reported that the patient began to experience abdominal pain toward the end of 2018 and underwent additional surgery on (B)(6) 2019 for partial explant of both devices. It is alleged that the mesh had caused a (B)(6) infection and lysis of adhesions from her appendix and intestines.